Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a fall and high impedance on electrode 5. 36510 on electrode 5. All other electrodes were within "good" range. Patient presented for post-op visit today, (B)(6) 2024. In talking with the patient today, he revealed that he slipped while getting out of bed and went to the floor about a week and a half ago. Patient stated to hcp that he did not injure himself during this incident. This was estimated to be around (B)(6) 2024. The hcp was made aware of this today at the post-op visit. Hcp ordered an ap and lateral t-spine x-ray to check for any issues with lead placement to be completed after today's visit. Hcp states that the x-rays of thoracic spine show good alignment of the surgical paddle lead. Hcp was made aware that rep will check impedances and program patient. Hcp approved impedance check and programming. Impedance check was performed and revealed high impedance on electrode 5. Rep was able to program patient today to cover all painful areas without utilizing electrode 5. Patient was comfortable and happy after programming session today. The hcp was made aware of impedance values and programming session. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). Hcp states that the x-rays of thoracic spine show good alignment of the surgical paddle lead.